Manufacturer narrative:
Evaluation summary was revised to include the following phrase: host tissue also fused leaflets 2 and 3 at commissure 3 by 2mm. Evaluation summary: as received, moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was moderate to heavy at stent inflow and heavy at stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 2mm on the outflow aspect, host tissue also fused leaflets 2 and 3 at commissure 3 by 2mm. Minimal calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited minimal to moderate calcification. Wireform was exposed between commissure 1 and 2 on the inflow aspect. The sewing ring appeared cut between commissure 2 and 3. The x-ray demonstrated calcification.

Manufacturer narrative:
As received, moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was moderate to heavy at stent inflow and heavy at stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 2mm on the outflow aspect. Minimal calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited minimal to moderate calcification. Wireform was exposed between commissure 1 and 2 on the inflow aspect. The sewing ring appeared cut between commissure 2 and 3. The x-ray demonstrated calcification. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation confirmed customer's claim of stenosis which was caused primarily by the excess of host tissue overgrowth. Calcification also contributed to the stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Reportedly, a 21mm valve was explanted after an implant duration of approximately 4 years (47.77 months) due to pulmonary stenosis (ps). The customer reported that a magna aortic valve, model 300021mm, was implanted for pulmonary valve replacement (pvr) to correct pulmonary regurgitation (pr) and pulmonary artery stenosis on (B)(6) 2008. Pulmonary artery dilatation with gore-tex patch (0.4mm thick) was performed during this surgery and gore-tex patch was closed with gore-tex suture (cv-5). An area of the pulmonary artery treated was near the valve. At implant, there was no problem observed at the sutured area. The operation was successfully completed. The patient had follow-ups due to calcification observed on the pulmonary valve (pv) in 2010. Treatment with a catheter was performed 2 or 3 times to correct pulmonary artery stenosis between 2008 and 2012. An area of the pulmonary artery treated was different from the area where the pulmonary artery dilation was performed on (B)(6) 2008. At the treatment, the catheter passed through the valve to reach pulmonary artery. The balloon was inflated at pulmonary artery. The specific treatment date was unknown. On (B)(6) 2012, the valve was explanted and replaced with a lower profile model valve. At explant, the magna valve was found to remain open due to possible calcification. Change in shape of the leaflets, calcification or pannus were also observed. The patient status was recovered as of (B)(6) 2012. Echo report will not be provided.